Event description:
It was reported that a revision surgery in (B)(6) 2019 was necessary after an initial standadized periosteal flap stabilization procedure one (B)(6) 2008. The patient reported that an arthrex suture anchor was used during this initial surgery. It was further reported that the patient suffered from foot swelling and pain that is difficult to bear. During the revision metal residues and long sutures were retrieved out of the joint to treat the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.